Event description:
New information received noted the device was explanted on (B)(6) 2021 due to reaching normal eri. The patient was in stable condition.

Manufacturer narrative:
The report of signal/artifact was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the pacemaker exhibited noise. Review of the images showed the device was functioning normally. The patient was in stable condition.